Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified middle left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injury reported, and the patient was in good condition following the procedure.